Event description:
It was reported to boston scientific corporation that an advanix double pigtail biliary stent was used during an upper endoscopy cyst gastrostomy procedure on a trans- gastric pancreatic pseudo-cyst performed on (B)(6) 2012. According to the complainant, during the procedure and outside the patient, when loading the stent onto the delivery system two plastic pieces fell out of the lumen of the stent. The plastic pieces were clear thin plastic that appeared to be 1 mm. Diameter and 2 in. Long and appeared sharp and needle-like. The plastic pieces were disposed. No other issues were noted to the stent, the packaging or delivery system and the stent was successfully placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient was reported to be over 18 years old. The reported event of foreign matter in the stent. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.